Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield failed to cover the IV needle causing a used needle stick injury to the user. Facility protocol for blood exposure incidents was followed. No further impact was reported. Report 2 of 2.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Additionally, 20 retained samples underwent a visual functional test for proper activation. All the samples activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield failed to cover the IV needle causing a used needle stick injury to the user. Facility protocol for blood exposure incidents was followed. No further impact was reported. Report 2 of 2.